Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding needle detachment, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 3 closed samples and 3 open and unused samples with the needle detached from the thread (threads are still wound on the pack, and in one of them the needle is missing). The three closed samples received contained the suture inside, no empty package was found. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the three closed samples received are 0.76 kgf in average and 0.48 kgf in minimum and fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). However, taking into account that there is a previous confirmed complaint and the 3 open samples received with the needle detached from the thread, and the thread is still wound on the pack, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 0.64 kgf in average and 0.53 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show the needle escaped from the thread. Final conclusion: considering the previous confirmed complaint for the same code-batch and regarding needle detachment and the open samples received, we conclude that this complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the films contain no thread (empty pack) or the films contain defective suture material, e.g., needle detached. It was detected before use. No additional information was provided.